Event description:
An end-user claimed thru an attorney that a private-label blood glucose monitor gave them false readings resulting in the incorrect amounts of insulin being administered which led to a hospitalization. The attorney is in possession of the device and is in the process of having some local laboratory testing done. 3 weeks prior to that the consumer had called into technical support for help using a device totally different from the two in the possession of the attorney. That device worked fine after some training.